Event description:
The user facility reported that a pt underwent diagnostic angiography. Following the procedure, a 6f angio-seal was deployed successfully and the patient was discharged later that day. A preplacement angiogram was not performed prior to deployment. Four days post-procedure, the patient complained of groin swelling, pain, and redness. A duplex ultrasound examination was performed; no pseudoaneurysm was present. The patient was hospitalized and a course of antibiotic therapy was administered. The patient was discharged two-days later.